Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports dentist previously indicated not a good candidate due to active periodontal disease and was never contacted by byte until receipt of safety notice which states unsafe due to active periodontal disease.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.